Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-21040.. The pt's medical chart review indicated add'l details regarding the scs system. It was reported the pt experienced a sharp pain "in the middle" with stimulation shortly after her lead replacement procedure (reference MFR report: 1627487-2013-1076). The pt also sustained a fall on (B)(6) 2013 which resulted in low back pain and hospitalization. As of (B)(6) 2013, the pt reported experiencing ineffective stimulation. Subsequently, the pt's entire scs system was explanted. It was reported the pt continues to experience pain after the explant.